Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.2, lab: 2.98. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt's coumadin dose was increased.

Manufacturer narrative:
Investigation pending.